Event description:
It was reported that the site's handheld computer was not working. The main screen was showing up, but the interrogation failed. The handheld was tested by a manufacturer rep with multiple wands, but the problem persisted. The product was returned to the manufacturer, but analysis is pending.